Event description:
It was reported that after a percutaneous transluminal angioplasty, arteriotomy closure of a moderately calcified common femoral artery was attempted using a perclose proglide device. Reportedly, an anterior needle-to-cuff miss occurred. When the needle plunger was retracted, no suture or link was present on the needles. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed. The anterior cuff remained loaded in the anterior foot pocket and was undisturbed confirming the reported needle-to-cuff miss. During lab testing, the needle plunger was reinserted resulting in acceptable needle trajectory. Additionally, during testing the anterior and posterior needles entered their respective foot pocket with the anterior cuff engaging the anterior needle. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.